Event description:
The customer used the contour next link meter and stated she adjusted her insulin dosage and blacked out. There was no discussion regarding medical treatment. Customer indicated she just relaxed until she felt better and no further details were provided. Customer is expected to return the test strips for evaluation. New meter and strips were sent to her.